Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cr-flex femoral component, catalog #: 00595001602, lot #: 62162234, nexgen prolong cr-flex articular surface, catalog #: 00595204010, lot #: 62157411, nexgen stemmed tibial component, catalog #: 00598004701, lot #: 62227552, nexgen all polyethylene patella, catalog #: 00597206535, lot #: 62244418, nexgen taper stem plug, catalog #: 00596009900, lot #: 62227237. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00059, 0001822565-2018-02290, 0002648920-2018-00328, 0002648920-2018-00329, 0002648920-2018-00330, 0002648920-2018-00331. Product location unknown.

Event description:
It was reported that the patient was revised to address pain. No additional patient consequences were reported.

Event description:
It was reported that the patient was underwent a total knee arthroplasty and was revised due to radiating pain, pain with activities, night pain, swelling, locking, clicking, and stability.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00059, 0001822565-2018-02290, 0002648920-2018-00328, 0002648920-2018-00329, 0002648920-2018-00331. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was underwent a total knee arthroplasty and was revised due to radiating pain, pain with activities, night pain, swelling, locking, clicking, and instability.